Manufacturer narrative:
Analysis revealed an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation device. It was reported that the system stated there was gantry tilt in the exam. Radiology confirmed there wasn't gantry tilt, but site was still unable to load exams from the imaging system. Upgrading the software resolved the reported issue, yet the surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.